Event description:
It was reported by the patient that the patient fell a few weeks prior, and suspected that the device had caused the fall. The device was checked by the physician shortly after, and was determined to be functioning appropriately. Additionally, the patient indicated that the patient's heart rate was going below the lower programmed rate. Following this, the device was reprogrammed, and the patient indicated feeling much better. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).